Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from the physician that the right ventricular (rv) lead was surgically capped due to the report of episodes of noise. The field representative was unable to find any current episodes of noise, and none with inappropriate therapy. The physician reported there were episodes, and implanted a new subcutaneous implantable cardioverter defibrillator (s-ICD). No additional adverse patient effects were reported.